Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/08/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during an idvt case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intra-cardiac ultrasound. Caller reported that the medical intervention provided was a pericardiocentesis and an unknown amount of fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and pass. An irrigation test was performed and the catheter failed; occlusion was observed. Further examination showed that the irrigation tubing had no damage; however crystals were observed inside the tubing. A scanning electron microscope (sem) test was performed in order to identify the type of foreign material; the results demonstrated that the material presented evidence of chlorine and sodium, typical elements of saline solutions. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during irrigation test; however this condition is not related to the tamponade reported. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Based on the available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.

Event description:
It was reported that a male patient, (B)(6), underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smarttouch® bi-directional navigation catheter and developed cardiac tamponade. During the procedure the physician noticed that the patient¿s blood pressure decreased. The physician identified a tamponade as confirmed with ultrasound. A pericardiocentesis was performed. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event, although it was noted that the catheter displayed a high force reading at one point during the procedure. This adverse event is considered to be serious and MDR reportable. The complaint device has been discarded.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 (serial# 29045), stockert generator (serial#:unknown), coolflow pump (serial# unknown), webster® cs catheter with auto ID technology (cat:d135304, lot: 17185242m), soundstar catheter (cat:unknown, lot:unknown). (B)(4). The product was discarded by the customer.